Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system faults (sf 101 and sf 218) indicating the outlet pressure measurement may be incorrect. It was also reported that the astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.